Event description:
Reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient faced an event where the infusion set was pulled loose and the infusion set tubing got detached. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.